Event description:
It was reported that the system would not display a fluoroscopic image. This rendered the system unusable. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be duplicated. The image intensifier was replaced during the service call. The system was tested and found to be working as intended and put back into service.